Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: endoleak and/or endotension, migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracic aortic aneurysm using non-gore stent grafts (valiant thoracic stent graft, medtronic). The first valiant stent graft was inserted from the right femoral artery, but it could not be advanced through the right external iliac artery-right common iliac artery. Once the device was removed, a 24 fr gore® dryseal flex introducer sheath was inserted from the right femoral artery and successfully advanced to the level of the renal arteries. The device was then inserted through the sheath, and two valiant stent grafts were implanted in the descending aorta as planned. Access angiography revealed vascular injury near the right external iliac artery and right common iliac artery. The patient went into shock and a cardiac arrest. Cardiac massage was initiated, and a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used as treatment. The first viabahn (10 mm x 10 cm) was implanted at the site of vascular injury (right external iliac artery-right common iliac artery), and the second viabahn (9 mm x 10 cm) was implanted slightly proximal to the level of the femoral head. The native vessel was reportedly about 8 mm in diameter. After placement, a type iii endoleak was observed at the overlap site of the two viabahns. Balloon molding was performed, but the leak did not resolve. When an 8 fr or 10 fr was inserted in order to deliver the third viabahn to the leak site, the overlap of the two viabahns became unintentionally dislodged. The viabahn implanted on the proximal side was completely pushed out of the vessel. The guidewire was also pulled out of the true lumen, making re-cannulation impossible. A balloon occlusion was performed from the contralateral side, and the next course of treatment was being considered. The patient remained in cardiac arrest, and cardiac massage was continued. Bleeding from the intubation tube was also observed. At this point, two hours had passed since the cardiac arrest, and the heartbeat had not resumed. The physician decided to discontinue resuscitation, and the patient was deceased. Additional information obtained from the gore fsa on april 11, 2025: the cause of death is unknown. The physician's comment: the causal relationship between the patient's death and gore devices (sheath/viabahn) is unknown. Regarding the vascular injury, there was significant resistance during insertion of the first valiant stent graft, and it was not possible to advance through the area near the right external and right common iliac arteries. There was no resistance during insertion of the 24 fr gore® dryseal flex introducer sheath, suggesting that the vascular injury likely occurred during the insertion of the first stent graft. As the heartbeat did not resume even after placement of the viabahn, it is likely that regardless of whether the viabahn could have controlled the bleeding it was already too late.